Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "I was told the gamma jig is not lining up while using and was told because it is old/wear and tear. I did track it for the replacement items as requested by the customer. I went in to swap the new jig and met the surgeon. Item was inspected and this jig looks new and no wear and tear is visible."

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "I was told the gamma jig is not lining up while using and was told because it is old /wear and tear. I did track it for the replacement items as requested by the customer. I went in to swap the new jig and met the surgeon. Item was inspected and this jig looks new and no wear and tear is visible."